Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out for normal eri, fluoroscopy showed the lead was dislodged. The lead was capped and replaced. The patient condition was good.